Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site. Analysis of the instrument and instrument data indicate that the cause for the discordant glucose results was due to the sample probe (spp) tubing and the spp probe. The fse re-flared the spp tubing and replaced the spp probe. The instrument was repaired. The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
Discordant glucose results were obtained on an advia 1800 for multiple patients. Results were reported back to the healthcare providers. The customer was unsure of how many discordant and corrected results there were. Repeat testing was performed on an advia 1650 system. There were no reports of adverse health consequences or known patient interventions due to the discordant glucose results.

Event description:
Discordant glucose results were obtained on an advia 1800 for multiple patients. Results were reported back to the healthcare providers. The customer was unsure of how many discordant and corrected results there were. Repeat testing was performed on an advia 1650 system. There were no reports of adverse health consequences or known patient interventions due to the discordant glucose results.

Event description:
Discordant glucose results were obtained on an advia 1800 for multiple patients. Results were reported back to the healthcare providers. The customer was unsure of how many discordant and corrected results there were. Repeat testing was performed on an advia 1650 system. There were no reports of adverse health consequences or known patient interventions due to the discordant glucose results.

Event description:
Discordant glucose results were obtained on an advia 1800 for multiple patients. Results were reported back to the healthcare providers. The customer was unsure of how many discordant and corrected results there were. Repeat testing was performed on an advia 1650 system. There were no reports of adverse health consequences or known patient interventions due to the discordant glucose results.

Event description:
Discordant glucose results were obtained on an advia 1800 for multiple patients. Results were reported back to the healthcare providers. The customer was unsure of how many discordant and corrected results there were. Repeat testing was performed on an advia 1650 system. There were no reports of adverse health consequences or known patient interventions due to the discordant glucose results.

Event description:
Discordant glucose results were obtained on an advia 1800 for multiple patients. Results were reported back to the healthcare providers. The customer was unsure of how many discordant and corrected results there were. Repeat testing was performed on an advia 1650 system. There were no reports of adverse health consequences or known patient interventions due to the discordant glucose results.

Event description:
Discordant glucose results were obtained on an advia 1800 for multiple patients. Results were reported back to the healthcare providers. The customer was unsure of how many discordant and corrected results there were. Repeat testing was performed on an advia 1650 system. There were no reports of adverse health consequences or known patient interventions due to the discordant glucose results.

Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site. Analysis of the instrument and instrument data indicate that the cause for the discordant glucose results was due to the sample probe (spp) tubing and the spp probe. The fse re-flared the spp tubing and replaced the spp probe. The instrument was repaired. The instrument is performing within specifications. No further evaluation of the device is required.

Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site. Analysis of the instrument and instrument data indicate that the cause for the discordant glucose results was due to the sample probe (spp) tubing and the spp probe. The fse re-flared the spp tubing and replaced the spp probe. The instrument was repaired. The instrument is performing within specifications. No further evaluation of the device is required.

Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site. Analysis of the instrument and instrument data indicate that the cause for the discordant glucose results was due to the sample probe (spp) tubing and the spp probe. The fse re-flared the spp tubing and replaced the spp probe. The instrument was repaired. The instrument is performing within specifications. No further evaluation of the device is required.

Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site. Analysis of the instrument and instrument data indicate that the cause for the discordant glucose results was due to the sample probe (spp) tubing and the spp probe. The fse re-flared the spp tubing and replaced the spp probe. The instrument was repaired. The instrument is performing within specifications. No further evaluation of the device is required.

Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site. Analysis of the instrument and instrument data indicate that the cause for the discordant glucose results was due to the sample probe (spp) tubing and the spp probe. The fse re-flared the spp tubing and replaced the spp probe. The instrument was repaired. The instrument is performing within specifications. No further evaluation of the device is required.

Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site. Analysis of the instrument and instrument data indicate that the cause for the discordant glucose results was due to the sample probe (spp) tubing and the spp probe. The fse re-flared the spp tubing and replaced the spp probe. The instrument was repaired. The instrument is performing within specifications. No further evaluation of the device is required.